Event description:
It was reported that a pt could not walk, felt very weak, and overmedicated. The onset of the pt's symptoms was noted as occurring after the pt had been "electrocuted". The pt's outcome was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).